Manufacturer narrative:
Sr-(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Performed the charge and will boot test and the receiver was stuck on initializing screen. The complaint confirmation was undetermined due the receiver stuck on initializing screen. The root cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.